Manufacturer narrative:
It was initially reported, the manufacturer received information alleging a patient expired while using a ventilator. During the evaluation of the device at the reporting facility, "service required" codes were found in the ventilator's downloaded error log. The device's active exhalation control module needs replaced to address the issue. The reporting facility confirmed the patient death was not related to the device. The event was related to complications from covid-19.

Event description:
The manufacturer received information alleging a patient expired while using a ventilator. The manufacturer is currently investigating this event and a follow-up report will be filed when the investigation is complete.